Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that over the last six months, two high out of range shock impedances measurements triggered a red alert on the patients remote monitoring system. The values were based on measured impedances rather than post shock values. Technical services reviewed the device history files and provided troubleshooting recommendations however it was stated that this was a previously known issues and that no intervention was likely required at this time. No resulting adverse patient effects have been reported and to date, no system changes initiated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that over the last six months, two high out of range shock impedances measurements triggered a red alert on the patients remote monitoring system. The values were based on measured impedances rather than post shock values. Boston scientific technical services (ts) reviewed the device history files and provided troubleshooting recommendations however it was stated that this was a previously known issues and that no intervention was likely required at this time. Recently, ts was contacted to evaluate the impedance trends from this right ventricular (rv) lead. It was confirmed that an out-of-range value of 125 ohms had previously been noted in 2023, but now the impedance had decreased to 103 ohms and was stable. Regardless, standard troubleshooting was recommended to assess the rv lead integrity. Additionally, there was a concern regarding increased charge time for the implantable device, but ts confirmed that this was normal for the age of the device. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.